Event description:
The facility rep reported a pump that does not alarm when the door is unlocked. Info was not provided regarding whether or not the problem occurred during an infusion. No pt injury or medical intervention was reported. Although baxter attempted to obtain info, details were not available regarding additional contact info. No additional info is available.

Manufacturer narrative:
The device has not yet been received for eval. A follow-up report will be sent if any additional info and/or a pump eval becomes available.